Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same patient as MDR ID # 2134265-2017-12568. It was reported that post the stent implant procedure that the patient experienced intermittent claudication and in-stent restenosis and a stent fracture were noted. (B)(6) 2017, the patient presented with intermittent claudication. During a lower extremity angiography it was observed that a 6 x 180 x 130 innova¿ stent that was implanted in (B)(6) 2017 had occluded. It was also confirmed that the innova¿ stent had fractured, in which it seems to be detached at 3 points. No treatment has been performed; however an endovascular treatment (evt) is scheduled next month. No further patient complications were reported. When the angiography from the implant procedure in (B)(6) 2017 was reviewed, it seemed the stent was deployed by pulling back on the innova delivery system. The physician stated the stent stretched as a result. The target lesion was 100% stenosed and was located in the mildly tortuous and moderately calcified left superficial femoral artery (sfa). A contralateral approach was achieved to reach the lesion and pre-dilation was performed. The procedure was completed with this device. No additional complications were reported.